Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon opened the blister of vich13.2 , + 8.00 diopter, implantable lens and he found that the lens had a hole in the middle. The surgeon did not know that it was necessary to perform a preoperative iridectomy for this lens model. He contacted the technical department who explained the surgical procedure for this type of lens. The surgeon had not been properly trained. The procedure had to be postponed and another implant was placed. There were no patient consequences.

Manufacturer narrative:
Method code: "3331" not included in the supplemental MDR#2. H6-device history record (DHR) review:" device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue". Not included in the supplemental MDR#2. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Device history record review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, has been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Additional information was received on 20 dec 2018: the same surgeon that reported this case performed the implantation of the replacement lens. Claim#: (B)(4).